Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.75 mm x 12 mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured due to severe calcification. The device was removed and completed the procedure with a different device. There were no patient complications reported. Patient was in good condition.

Manufacturer narrative:
Device evaluated by MFR. : nc emerge mr, ous 2.75mm x 12mm was returned for analysis. Visual / tactile inspection revealed no issues were noted with the shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified a pinhole just distal to the distal markerband. Tip showed no signs of tip damage.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured due to severe calcification. The device was removed and completed the procedure with a different device. There were no patient complications reported. Patient was in good condition.